Event description:
Additional information was received indicating the cause of the high impedance was undetermined, because it was not an electrode involved in stimulation. The cause of the oor error was possibly due to downlink telemetry. Resolution was noted as the ins was turned off and on with the patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the hcp saw an out of regulation (oor) error when checking the patient's ins. A report was ran, and high impedance of >20,000 ohms was measures on a contact not in use. It was noted that there was no explanation in the programming of the ins that explained the oor. The hcp was instructed to turn the ins off and back on again with the patient programmer. No further symptoms or complications were reported or anticipated in association with the event.